Manufacturer narrative:
The reported event of oversensing was confirmed. Final analysis found the complete lead was returned in one piece measuring 52.8 cm. External abrasion breaching the outer insulation was noted at 11.3 ¿ 11.5 cm from the connector pin. The abrasion damage was consistent with friction to the device can. The cause of the reported event was isolated to the noted external abrasion damage at this location.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon examination, it was discovered that the atrial lead exhibited intermittent lead noise and oversensing. On (B)(6) 2020, the lead was successfully explanted and replaced. The patient's condition remained stable throughout the event.